Event description:
On (B)(6) 2011: a (B)(6) male patient underwent aaa repair. The patient anatomical form was suitable for the endovascular. Since the aneurysm was regional saccular aneurysm, only two pieces of extensions (zenith) were placed. (B)(6) 2011: about 6 months later from an extension placement, immediate hospitalization was required due to aneurysm rupture. Immediate abdominal surgery was conducted, then the physician found that vascular was worn (the physician described it as "worn and melted"), and confirmed infectious disease ((B)(6)) (1820334-2012-00066) / (1820334-2012-00067). Then, y-graft was replaced with previously placed extensions in spite of infectious disease. Additional treatment by antibiotic is currently applied to the patient. The patient has not recovered yet. Additional information received on (B)(6) 2012: on (B)(6) 2012, the patient is still in a hospital and under treatment. Treatment by antibiotic is applied to the patient continuously, and the physician judges that the patient is getting better. Infection source is not identifiable, but because the patient's immune system was weakened, it was easy for him to be infected with several diseases. The physician does not think the infectious disease was caused by zenith.

Manufacturer narrative:
Ruptures are labeled in the IFU. Event evaluation: still under investigation.